Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2021-06801. It was reported that the patient presented to the emergency room due to syncope and bradycardia. After interrogation of the implantable cardioverter defibrillator and a chest x-ray, it was discovered that the right atrial lead, left ventricular lead, and competitor right ventricular lead had dislodged. There were no capture thresholds on any of the leads, and all 3 leads had high impedances. The left ventricular lead was capped due to patient anatomy, while the other leads were explanted. All three leads were replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.